Event description:
The offset impactor handle would not come off the cup after attempting to impact the cup into the patient. The cup would not come off the impactor, so we opened a new cup the same size. We used the straight adm cup impactor and the new cup was implanted with no problems.

Manufacturer narrative:
There were no reported discrepancies for the referenced lot and there have been no similar reported events for the same lot number. The exact cause of the event could not be determined because no items were returned for review. The reported devices would be required to confirm the reported event and determine the root cause. The reported event regarding mating issues involving a specialty restoration adm curved cup holder and the cup was not confirmed.

Event description:
The offset impactor handle would not come off the cup after attempting to impact the cup into the patient. The cup would not come off the impactor, so we opened a new cup the same size. We used the straight adm cup impactor and the new cup was implanted with no problems.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.